Event description:
The patient underwent prophylactic generator replacement. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
It was noted that the explanted device was discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient was admitted in-patient and may need the vns generator replaced. No known surgical intervention has occurred to date. No additional relevant information has been received to date.